Manufacturer narrative:
(B)(4). Actual device was not returned. Investigation based on accuview graph review of the (B)(6) study. Investigation confirmed high ph readings throughout the short study. The ph level was above ph of 8. Graphs also confirmed that the study was only 27 hours in duration out of 48 hours. Short study and high ph readings can be caused by capsule failure. Thus, the investigation identified the root cause of the reported event to be recorder\capsule failure. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
Customer reported (B)(6) study with high ph readings. Customer confirmed due to short study, a repeat procedure is planned.